Event description:
It was reported that episodes of non-sustained rv oversensing due to far-field p-wave oversensing were observed. It was also noted the pacing lead impedance was high and out of range. Chest x-ray was performed with no anomalies noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.